Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a repeated recoverable fault on patient side manipulator (psm) 2 that could not be resolved via troubleshooting. This issue was causing a delay, and the surgeon decided to convert to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information: the surgeon decided to stop the ongoing delay of the procedure by converting to laparoscopic surgery. The issue was related to psm 2 that could not be resolved for several minutes. The surgeon did not increase the port size and the patient tolerated the change with no issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. The patient side manipulator (psm) cable sensors were broken. The fse replaced the psm and calibrated the setup joint (suj). The fse also replaced the suj 3 pot along with remote arm controller board (rac) 2. The system was tested and verified as ready for use. Isi did not receive the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the patient side manipulator (psm) 2 involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.